Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 420 mg/dl while wearing the pod between 2 and 4 hours. Due to elevated bg levels, patient was unsure if the cannula was properly seated in the infusion site (arm) since there was no entry hole. As treatment for hyperglycemia, a manual injection of insulin was delivered and a new pod was applied.

Manufacturer narrative:
No damages were observed that would prevent the proper insertion of the cannula. The cause of the reported event could not be determined.